Event description:
It was reported that the patient presented to the hospital for a scheduled generator changeout procedure. Upon interrogation, the right ventricular (rv) lead exhibited loss of capture. The rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.